Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. As reported, initially acute renal failure by cellulitis was suspected. The doctors now suspect that the patient may have had an allergic type reaction to the mesh, which resolved once the mesh was explanted. However, at this time no difinitive conclustions can be made. Without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not rerturned.

Event description:
The following was reported to davol: on (B)(6) 2017 - the patient was implanted with a bard modified onflex mesh. On (B)(6) 2017 - the patient presented with abdominal wall cellulitis and renal failure and was treated with infusion and medication. On (B)(6) 2017 - the patient underwent explant of the mesh. The renal failure and abdominal wall findings (cellulitis) were resolved following explant of the mesh and the patient was discharged from the hospital. As reported initially, acute renal failure by cellulitis was suspected due to clinical findings. At that time the infusion was started and after a blood test and explant of the mesh, an allergic reaction to the mesh was suspected.